Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac resynchronization defibrillator (crt-d ) and two leads were returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died four months post the implant of the crt-d. Cause of death was requested and not received.

Event description:
Asku